Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2019, customer's caregiver initially reported the customer had an issue with the touch screen/button of the adc freestyle libre reader. On (B)(6) 2019, the caregiver reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event on (B)(6) 2019. On that date, customer was unable to test and experienced dizziness and feeling sick and had contact with an hcp who diagnosed her with hyperglycemia and provided unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
On (B)(6) 2019, customer's caregiver initially reported the customer had an issue with the touch screen/button of the adc freestyle libre reader. On (B)(6) 2019, the caregiver reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event on (B)(6) 2019. On that date, customer was unable to test and experienced dizziness and feeling sick and had contact with an hcp who diagnosed her with hyperglycemia and provided unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.